Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to inappropriate accessories used or insufficient flushing of the device. In this case, only limited information was provided. Also rough handling of the device may be a contributing factor to the reported event as this may lead to device damage and subsequent friction increase between guide wire and guide wire lumen. On the basis of the limited information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Furthermore, the IFU states that the device must be inspected visually to verify that the device has not been damaged due to shipping or improper storage. Regarding the accessories, the IFU states: "the catheter tip is tapered to accommodate a 0.035" (0.89 mm) guidewire."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that after successful deployment of the stent, a part of the inner catheter of the delivery system was found to have detached and sticking on the guide wire. Some resistance was felt during retraction of the delivery system from the guide wire. No patient injury was reported.